Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that, during the activation appointment of this inflatable penile prosthesis (ipp), the physician observed an outward kink in one of the cylinders upon inflation, which he manually adjusted through modeling. A week later, the patient stated he experienced multiple issues with the device, including difficulty inflating it, a very firm pump, and insufficient rigidity and girth as he was unable to fully inflate the ipp. Additionally, he reported episodes of auto inflation. The patient indicated he would seek a second opinion. No patient complications were reported.